Manufacturer narrative:
(B)(4) (paresthesia). It was not possible to ascertain specific device information from the article or to match the event reported with a previously reported event. At this time, no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested. This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
Literature: deandrade dc, gurruchaga j-m, jarraya b, et al. Paroxysmal positive symptoms caused by hardware malfunctioning in deep brain stimulation. Brain stimul.2010;3(1):61-62. Summary: this editorial discusses a case of hardware dysfunction as revealed by transient positive symptoms. The (B)(6) female patient with parkinson's disease underwent successful surgery for bilateral subthalamic nucleus stimulation. Reportable event: after one year of symptom control, the patient presented to the emergency room with horizontal diplopia and sudden onset of intermittent paresthesia on the left hand. Turning the head to the right could trigger the symptoms most of the time. Impedance measurements on the right side were greater than 4000 ohms. The stimulation was decreased resulting in partial control of parkinsonian symptoms with resolution of the diplopia and paresthesia. No disconnections or breakages were seen on CT scan or radiographic study. An electrode test was performed one week later. Stimulation of both lower electrodes triggered the symptoms, and impedance and current on one of the electrodes spontaneously changed from greater than 4000 ohms and less than 15 micro amps to 955 ohms and 28 micro amps on two consecutive measures on the same week. A surgical revision of the system was performed during which a breakage proximal to the connection of the dbs lead with the extension was found. The plastic protection was intact, but the wire inside was disconnected. The lead was replaced and the patient regained symptomatic relief after a couple of weeks.